Event description:
Event description cpi received information indicating that a review of the stored electrograms of this implantable cardioverter defibrillator (ICD) during a routine follow-up exam revealed noise on the ventricular channel, and one episode where the ICD declared an event that it did not reconfirm (ftr). Aggressive non-invasive testing was performed without reproducing the oversensing.